Event description:
It was reported that the patient presented in the intensive care unit after receiving several shocks from the implantable cardioverter defibrillator. Upon interrogation, those shocks were inappropriate for the atrial fibrillation with rapid ventricular response. The device was reprogrammed and the patient was stable after the programming.